Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was claimed that internal leaks occurred which indicated internal leakage test failure occurred due to defective pressure transducer board. The issue was decided to be reported based on available information as the defective pressure transducer printed circuit board may lead to high pressure. In further provided information the technician confirmed that the device had two issues during pre-use check. Pressure transducer test failed due to faulty pressure transducer board, which has been replaced. Issue with flow transducer test failure also occurred due to faulty expiratory cassette, which also has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description and service report. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).